Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). The user facility performs service of their ventilators by themselves and did not request any service. It has not been communicated if any parts were replaced. The evaluation of provided device logs confirms the reported event. The logs showed that the ventilator alarmed for high o2 concentration in combination with high airway pressure. Alarms for high o2 concentration are generated when the o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. Alarms for high airway pressure indicate that ventilation is ongoing but with higher airway pressure than intended. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks after the reported event were passed without remarks. Since no part was returned for investigation, the root cause of the alarms for high o2 concentration and high airway pressure has not been determined. There is no indication of ventilator malfunction at the time of event.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated alarms for high o2 concentration, during patient treatment. There was no patient harm. (B)(4).